Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine and unknown drug (all unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the reason for the call was that the caller stated the patient went to have the pump filled today and a message popped up on the clinician programmer that said the pump shut off and then turned back on. The caller stated the nurse asked if the patient had had magnetic resonance imaging (MRI) recently but the caller stated the patient had not had an MRI in years. The caller stated the nurse mentioned if they saw the message they would contact technical services to see if there was an issue and if the patient experienced a lot of pain at some point to contact the clinic. The caller also mentioned the pump was very loose and flopped around inside the patient. The caller mentioned the patient always had the pump tucked in a spot where their waistband was so it kind of held it in place but when it came loose out from underneath there and flopped around, the patient experienced pain around the pump area. The caller was redirected to the patient's healthcare provider to further address the issue. The caller stated the patient had 4 medications in their pump but could only remember morphine. The caller also stated the facility name of the patient's managing physician.